Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was used during a total gastrectomy procedure. Reportedly, the suture came off the jaws upon removal. The surgeon used another device. The hosp has reported no pt injury.